Event description:
A patient reported she has been helping her brother and said loss of therapy could be stress related or because she was not paying attention to her therapy. The patient reported feeling stimulation in the correct location. The patient increased from 0.4 to 0.6 on program 3 and noted she feels stimulation. It was noted the patient has an appointment on (B)(6) with her healthcare professional (hcp). The patient called back on (B)(6) and reported they saw their hcp on the (B)(6). The patient changed from program 3 to program 4 and the patient and the vaginal pain resolved. The patient increased to .9 which was comfortable. The patient noted 1.0 was too strong for her. The patient's plan is if she is not at 50% symptom reduction on (B)(6) she will call back and try increasing to 1.0. If 1.0 is still too strong the patient would like to change to program 1 and increase to comfortable level. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.